Event description:
A malfunction was reported on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump.